Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up approximately three months post implant, the right ventricular (rv) left bundle branch (lbb) lead was placed for deep septal pacing and at follow up, the patient had increased thresholds and was in need of his pacing lead. The patient also was inappropriately using their arm and performing duties they were restricted from. The rv left bundle branch (lbb) lead was explanted and replaced. No patient complications have been reported as a result of this event.